Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported fractured fiber event as analysis identified a broken fiber. The fiber was received in one piece. The returned piece measured 231 cm. Burn marks were observed on the connector face. The functional testing was performed, and the following message was displayed: treatment used: 7 treatment left: 3. The instruction for use (IFU) states that the length of the fiber should be 310cm (plus or minus 25 cm). Even though the fiber was used 7 times, the returned piece was still found to be very short, therefore it was concluded the fiber was likely broken and the other piece was not returned. It is probable that a partial body break or kink could have occurred during the set up and/or use, and when the fiber was fired, this led to a fiber break. The IFU states to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a flexible ureteroscopic lithotripsy, the fiber was suddenly fractured, so another fiber was used. The procedure was completed using the second fiber without patient complications.

Event description:
It was reported that during a flexible ureteroscopic lithotripsy, the fiber was suddenly fractured, so another fiber was used. The procedure was completed using the second fiber without patient complications.